Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4470 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.